Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences reported.